Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a ventricular lead and an atrial lead implanted, and that "the lead dislodged and was repositioned a few days later". It could not be determined which lead was dislodged. Both leads remained in use at the time of the event. The ventricular lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.